Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to start up. The fse found that the host pc did not start up normally. It was observed that the bios (built in operating software) mainboard battery was out of power. The fse confirmed that the bios battery of the host pc was defective. The fse replaced the battery to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system cannot start/boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc's motherboard battery. After the host pc battery was replaced, the system was returned to use in good working order.